Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23402. It was reported that the patient experienced ineffective therapy and one lead had migrated. Surgery occurred on (B)(6) 2020 during which the leads were repositioned to address the issue. It is unknown which lead had migrated, so all suspected leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.